Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, as the set screw was being tightened, no clicking sound could be heard. Furthermore, after the screw was tightened properly, it was unable to be loosened. The lead was tight in the header and the electrical values were good and stable, so the device was successfully implanted. The patient was stable with no consequences.